Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 307 error was found indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the parallelogram. Once testing was completed, the parallelogram fiber was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to the parallelogram fiber in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to start of da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error 317 appearing shortly after restarting the system. Tse confirmed error in the logs pointing to acs on universal surgical manipulator (usm)1 not responding. Nurse did not emergency power off (epo) the system during her prior restart. Tse guide nurse to do hard reset with epo but error returned. Tse guided nurse to deactivate usm1 and she confirmed with surgeon that he will do the procedure with 3 arms. The procedure was completed with no reported injury.